Manufacturer narrative:
Amended complaint conclusion due to new information from the affiliate. The conclusion and findings are not substantially altered. During a percutaneous transluminal angioplasty (pta), the 150 cm. Saber 4 mm. X 15 cm. Balloon catheter (bc) ruptured at nominal pressure. Therefore, it was removed from the patient and another new saber bc (same size) was used instead. There was no reported patient injury. The procedure finished successfully. The target lesion was right superficial femoral artery (rsfa). The lesion was reported to be: a 100% stenosis, not calcified, and tortuous. A contralateral approach was made. The lesion was crossed with a non-cordis guidewire. Multiple attempts to obtain additional information were unsuccessful. Addendum: additional information received indicated that there was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. The product was removed from the patient and was intact. The product will be returned for analysis. One non-sterile unit of saber 4mm x 15cm 150cm bc was returned. Balloon was previously inflated and deflated. No other damages were noted. A leak test was performed and the balloon was inflated and deflated without any leakages noted. The reported ¿balloon burst-at/below rbp¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be confirmed. The device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), the 150 cm. Saber 4 mm. X 15 cm. Balloon catheter (bc) ruptured at nominal pressure. Therefore, it was removed from the patient and another new saber bc (same size) was used instead. There was no reported patient injury. The procedure finished successfully. The target lesion was right superficial femoral artery (rsfa). The lesion was reported to be: a 100% stenosis, not calcified, and tortuous. A contralateral approach was made. The lesion was crossed with a non-cordis guidewire. Multiple attempts to obtain additional information were unsuccessful. The product was returned for analysis. One non-sterile unit of saber 4mm x 15cm 150cm bc was returned. Balloon was previously inflated and deflated. No other damages were noted. A leak test was performed and the balloon was inflated and deflated without any leakages noted. The reported ¿balloon burst-at/below rbp¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be confirmed. The device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Event description:
(As reported, during a percutaneous transluminal angioplasty (pta), the 150 cm. Saber 4 mm. X 15 cm. Balloon catheter (bc) ruptured at nominal pressure. Therefore, it was removed from the patient and another new saber bc (same size) was used instead. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was right superficial femoral artery (rsfa). The lesion was reported to be: a 100% stenosis, not calcified, and tortuous. A contralateral approach was made. The lesion was crossed with a non-cordis guidewire. Additional information has been requested.

Manufacturer narrative:
(B)(6). Concomitant products: guidewire - 6fr parent, medikit/300 treasure, st. Jude medical. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.